Event description:
It was reported that an unspecified sensor issue occurred. On (B)(6) 2025 approximately 7:00 am, the patient reported that her cgm sensor malfunctioned sometime after placement. She was unable to recall the exact error message or cgm reading displayed on her tandem insulin pump, which was the only device showing cgm data. At that time, the patient stated she was ¿feeling hot.¿ she did not take any medication and reported taking a nap later that morning. The patient experienced a loss of consciousness. She does not recall the time of onset, duration, or events during the episode. Her husband found her unconscious on the floor at approximately 6:00 pm and called paramedics. The patient was transported to the hospital and was conscious upon arrival at the ER. At the ER, a fingerstick blood glucose reading was reported over 900 mg/dl. The patient received IV fluids, medication, and insulin (dosage unknown). She was hospitalized for 6¿7 days and discharged on (B)(6) 2025. No additional details were documented. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.